Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently unresponsive, with the user describing nonresponse to presses and holds, occasional screen nonresponsiveness related to the sleep/wake action, and one instance where connecting a charger did not elicit a response; frequency was two to three times per month and a video was obtained. Symptoms included no injury and no reported blood glucose impact. Outcomes included the user being able to continue using the device with intermittent difficulty and no medical intervention or hospitalization. Investigation included review of user report and submitted video, assessment for user cleaning and handling practices, and arrangements for device return for further evaluation. Investigation of this case revealed an intermittent user interface malfunction involving the sleep/wake control and display interaction, consistent with a hardware input or associated interface component issue. It was concluded, based on previously established findings for similar reports, that the cause was likely an intermittent hardware failure of the sleep/wake button mechanism or related circuitry.